Manufacturer narrative:
The device was not returned for analysis, as it was discarded. Additional information has been requested, including patient information, but not yet received. As a result, no conclusions can be drawn as to the cause of the reported information. The solitaire IFU lists distal embolization including to a previously uninvolved territory under potential complications. The solitaire IFU advises, "to achieve optimal performance of the solitaire¿ fr revascularization device and to reduce the risk of thromboembolic complications, maintain continuous flushing action between a) the femoral arterial sheath and the guide catheter, b) the microcatheter and the guide catheter and c) the microcatheter and the push wire and the solitaire¿ fr revascularization device. Check all connections to make sure that during the continuous flush that no air enters the guide catheter or the microcatheter." Please reference MDR 2029214-2016-01057 for the capture lp device referenced in this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that after using a capture lp device to remove clot that migrated after use with the solitaire, it unintentionally detached. The patient was receiving mechanical thrombectomy treatment in the l mca with a solitaire stent retriever. During re-capture clot migrated into the l aca. As a result, the physician performed a thrombectomy in the l aca using the 4x23 capture device which was delivered through the microcatheter without friction or resistance. Upon retrieval, the capture stent retriever detached from the delivery wire and implanted in the l aca. The microcatheter tip did not cover the stent proximal marker during retrieval. Clinically, the detachment of the capture proved beneficial as there was preexisting stenosis in the vessel. The physician effectively angioplastied the aca open, thus maintaining patency and distal perfusion of the l aca. Ultimately, the patient did well despite the unintended detachment of the stent. Post procedure tici was 2b. The patient had stenosis proximal to the thrombus site.